Event description:
The patient underwent convective radiofrequency water vapor thermal therapy of the prostate. It was reported that post catheter removal, the patient had to go to the emergency room (ER) due to symptoms of hematuria and dysuria. No further information was provided.